Event description:
It was reported that the procedure was to treat a lesion in the right circumflex (rcx) artery. The hi-torque (ht) balance middleweight (bmw) universal ii guide wire was advanced. The dragonfly opstar imaging catheter was also advanced; however, the imaging catheter was noted to be sticking with the guide wire. There was difficulty advancing and removal of the catheter with the ht bmw guide wire. The devices were removed altogether and then removed independently inside the guide catheter. Another ht bmw guide wire was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate report number.

Manufacturer narrative:
A visual, dimensional, and functional inspection was performed on the returned device. The reported difficult to remove could not be tested due to the device condition. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the optical coherence tomography (oct) device encountered difficulty being advanced and removed over the guide wire. Analysis of the returned wire confirmed the outer diameter is within specification. Additionally, functional testing was performed, and the wire was able to advance and remove through a proxy catheter without resistance. It is likely that circumstances of the procedure, such as catheter damage, procedure contaminants, challenging anatomy, or the noted stretched coils contributed to the resistance encountered. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.